Event description:
The patient reported, that she was experiencing an increase in her baseline pain. She also reported, that her catheter was confirmed to be fractured in 2007; however, the hcp had told her that trying to retrieve the piece that had broken off in her spine may be too much of a risk. The patient stated, that her pump was currently turned off. The hcp further reported that the patient's pump was used to deliver morphine sulfate. A myelogram was done in 2006 and revealed a "catheter fragment entering the subarachnoid space at l1-2 level with the tip of the catheter extending superiorly with the conus medullaris." The hcp reported, the patient outcome as "non-serious illness" and reported that the patient would take unspecified oral narcotic pain medication.